Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found lead insulation degradation at 5.0 cm from the connector pin. Final analysis found that the insulation was abraded at 9.1 cm to 9.4 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. UDI (di): (B)(4).

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-02690.